Event description:
A consumer reports experiencing halos and a decrease in visual acuity following bilateral intraocular lens (iol) implant surgery. The consumer also reports that the physician is treating her for dry eyes. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested by phone on 10/30/2008 and 11/06/2008 and by fax and mail on 10/30/2008, 11/06/2008 and by email on 11/13/2008. A completed questionnaire was received on 11/13/2008.